Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump was explanted due to the pump eroding through the skin. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient had presented to the hospital (date unknown) with signs of exposed device and turned away because they did not have a pump specialist on staff. The patient was then seen for new consult at a new facility and immediately sent to the hospital for device explant. The actions and interventions taken to resolve the issue was the pump was explanted on (B)(6) 2020. There were no reported signs of infection at the pump site or in the spinal fluid. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.